Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user received an occlusion alert when attempting to announce a meal, observed insulin drops after disconnecting and filling the tubing, and subsequently experienced hyperglycemia to 330 mg/dl that only resolved after changing the infusion set and relocating the insertion site; the event is consistent with an obstruction of flow associated with the infusion set connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a deformation-related problem leading to an occlusion, traced to the connector/coupler of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was component failure.